Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with .035¿ guidewire and an introducer sheath. The stent was not returned with the device. The inner shaft was completely separated from the sds. The middle shaft was completely separated and kinked 35.5cm from the distal end. The outer shaft was kinked at the nose cone. The kinks and separation were confirmed. There was no evidence of any damage or irregularities contributing to the reported withdrawing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment, catheter shaft detachment and difficulty in catheter removal occurred. The target lesion was located in the superficial femoral artery (sfa)/popliteal artery. A 5 x 200 x 130 innova¿ stent was advanced to treat the target lesion. However, it was noted that the device was stuck in the lesion and the more than 40% of the stent could not be deployed. The pull grip was used however it failed to work. The device was removed and it was noted that the shaft broke off and the half was left in the patient. Shaft kink was also noted. The procedure was then completed with 2 non bsc stents. No further patient complications were reported.